Event description:
On several occasions, dermatome blades purchased from MFR have punctured through their peel-apart packaging and compromised the product's sterility. In addition, the exposed dermatome blade poses a safety problem, endangering the or staff who remove the packaged items from the supply cart. Quality control representatives from the MFR were alerted to the problem and refer to disclaimer label on the back of the packaging stating that this type of problem may occur and that staff should take necessary precautions. Unit specialists who work with the dermatome system state that previous packaging was more substantial and did not allow the blade to puncture through to the outside.